Event description:
The customer alleges back to back result of 243 mg/dl on her meter and 58 mg/dl on a professional meter. She was feeling hypoglycemic before the bg results, reduced her insulin intake, ate food, went to bed and woke up about two hours and at that time peformed the comparison testing. No report of an adverse event. Controls were not run. Return requested and replacement was sent.